Manufacturer narrative:
(B)(4). Medtronic investigation of returned suspect device finds that, as reported, the tip of the instrument had been broken off. Mechanical failure, pieces broken, directly caused the event.

Event description:
A medtronic representative reported a solera driver that was damaged. The tip of the instrument was sheared off during the procedure. The surgeon continued using a non-navigated msb driver which also broke. After that a small piece of rod with their counter torque was used to finish insertion. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.